Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not deliver insulin as intended. Customer's blood glucose (bg) was 400mg/dl. Multiple attempts were made to follow up with the customer on the reported issue, however, a response was not received.